Manufacturer narrative:
(B)(4). D10: unknown dm bearing 40mm unknown. G2: foreign: australia multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00060. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet products. Subsequently, the patient was revised due to dislocation less than one month post implantation. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.